Manufacturer narrative:
Section h2 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their controller was doing all kinds of crazy stuff and the issue began about a week and a half ago. Patient stated the stimulation would shut off by itself and the groups would switch on its own without the patient having to manually set anything on the controller. Patient(pt) reset the controller but the issue did not resolve. Patient called to get a controller replacement. Agent reviewed information that resetting the controller or replacing the controller would not resolve the issue. Patient was escalated. The patient was redirected to their healthcare provider to further address the issue. Agent emailed reps for visibility. Agent reviewed with patient that agent could not disclose representatives(rep)' names due to privacy reasons. Patient disconnected the call. Patient also mentioned they dealt with boston scientific and other companies because they were 'all messed up' and patient would be advised to reset the controller then get the controller replaced. See previous cases for replacement controllers. Due to the nature of the call and patient disconnecting the call agent did not ask further information. Rep was working with a pt today and pt controller went white/unresponsive. Rep. Reiterated details of case. Rep. Said the issue for the pt started two weeks ago and the controller switched automatically between groups a and b without pt switching groups. Agent discussed group switching issue and suggested pulling log files if issuer persists after replacement controller. Agent requested replacement controller from repair.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.